Event description:
The manufacturer received information alleging a trilogy 100 device failed the lcd screen test during the final test after routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 100 device at the third-party 's service center the root cause of the malfunction was determined to be a defective lcd display. The technician recommended replacing the device's lcd kit to address the issue. No repair was performed. The customer requests the unit to be sent back unrepaired. The unit was processed as an unrepaired device.